Manufacturer narrative:
Product event summary: analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2014 dtba1d4 crt-d, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for several high rate non-sustained episodes and short ventricular intervals. It was noted there was a possible lead fracture as the episodes appeared to be noise typically associated with a lead fracture. It was noted there was also lead impedance variations and elevated impedance. The device was reprogrammed and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.